Manufacturer narrative:
The console (aic) was returned for evaluation. After review of the logs, the complaint was incorrectly reported as a detection issue with the purge cassette, however the issue was with purge disc detection issue. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Therefore, the root cause was due to a defective component. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller's (aic) purge cassette was not recognized. No report of patient involvement, harm, or injury.